Manufacturer narrative:
Medtronic conducted an investigation based upon all information received. The device was available for evaluation. The electronic de vice-use logs were also provided. Post market vigilance (pmv) led an evaluation of one signia powered handle for a non-reportable condition. It was reported that the power pack was not adequately charged or cannot hold a charge. The reported issue could not be con firmed. The most likely cause could not be established from the information available. During the investigation a secondary condition of memory verification failure was detected that has no relationship to the reported condition. This condition has a potential for patient harm. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. The handle software periodically verifies its external memory contents for integrity and if verification fails it prevents the handle from further operation. This could cause the handle to unexpectedly stop functioning. Internal process improvements have been initiated to mitigate this issue. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic low anterior resection, upon device preparation, the handle was removed from charger and inserted into the power shell. It was made sure that the top and bottom latch were tightened and waited the display indication; however, the device remained black-out, and nothing was displayed. A new handle was opened and used to complete the case. There was no patient injury. Medtronic's initial evaluation of the instrument logs shows multiple empty log files as well as abrupt ends to the logs with unknown resets. Analysis of system logs showed evidence of a memory verification failure in the logs.